Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented

Event description:
Olympus medical systems corp. (Omsc) was informed from the user via olympus call center that the subject device could not be turned on but the lamp lit, during the testing of the subject device, not the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to the service department of olympus europe se & co. Kg (oekg)for evaluation. The service department of oekg checked the subject device and found as follows; - the exterior of the subject device was in good condition, however the bezel was cracked on the top left corner. - the inside of the subject device was in good condition. - when it was tested, the subject device could be powered on however the olympus logo did not appear and no image could be displayed from the source inputs. This was found to be due to bi board failure. A known good bi board was put to the subject device and it was then passed all tests in accordance with the service manual. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of oekg, omsc determined there was the possibility this phenomenon was attributed to bi board failure of the subject device. Since omsc could not check the bi board, the cause of bi board failure could not identify. However it might have occurred due to accidental failure of bi board. If additional information becomes available, this report will be supplemented.